Event description:
The customer reported that the system intermittently would not boot up. There is no report of death or serious injury associated with the event.

Manufacturer narrative:
A ge service representative performed an onsite investigation. The rtos cpu was evaluated and replaced. The system software and configuration files were reloaded. The system was tested and found to be working as intended and returned to service.